Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. During the procedure, the physician had difficulty with the advancement and removal of the stylet through the lumen. A replacement lead was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of difficulty inserting and removing a stylet was confirmed. As received, a complete lead was returned in one piece. X-ray and visual examinations showed that the helix was found bent and the inner coil at the connector region was found overtorqued and was bent and compressed at the distal region consistent with procedural damage. The stylet insertion test was not performed due to the overtorqued and bent/compressed inner coil. The cause of the reported event of difficulty inserting and removing a stylet was due to the overtorqued and bent/compressed inner coil which was consistent with procedural damage.